Event description:
During on-site service, the baxter service technician found that a flogard infusion pump had a damaged latch roller. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. Visual inspection and alarm log review were performed. Visual inspection identified a broken latch roller. The latch roller was replaced. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a follow-up medwatch will be submitted.